Event description:
This lead was explanted and replaced due to dislodgement. The physician was unable to gain access for a new lead so they decided to implant a new system on the right side. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.